Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (lowest of 30 mg/dl). To treat the low bg level, the customer consumed food. Reportedly, the customer was a new pump user and the customer's personal profile settings were being adjusted with the health care provider (hcp).